Event description:
It was reported that the patient was experiencing inadequate pain relief due to leads had high impedances. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 5088944.

Manufacturer narrative:
Sc-2317-70 sn: (B)(6). The returned leads were analyzed and visual as well as x-ray inspection of the leads revealed that multiple cables were completely broken at the bent/kinked location of the leads. The bent/kinked location was near the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. The possible flexing of the leads at the exit point of the clik x anchor has resulted in the reported complaint. The investigation confirmed that the cause of the broken cables was due to mechanical stress from possible flexing of the leads at the exit point of the clik x anchor.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to leads had high impedances. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.